Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture exposure. Customer's blood glucose was unknown mg/dl. The customer had jump into pool. Customer was advised to discontinue use of device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer also reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 216 mg/dl. The customer was advised that the device would be replaced . Customer also reported that there is crack on the top right of screen to the battery of the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.